Event description:
The patient death was reported a few days after the aneurysm coiling procedure. No further information was provided.

Manufacturer narrative:
No allegation of device malfunction or non conformance. Additional information was obtained from the user facility. The exact date of death was not disclosed. The physician stated that the patient's death was not related to the device. There was no allegation of the device malfunction.